Event description:
It was reported that intermittent unspecified malfunction alarm occurred. Customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued using pump for insulin therapy.